Manufacturer narrative:
The device involved was received for evaluation.

Event description:
Allegedly, the following occurred: "the patient was undergoing an exploratory laparotomy. Sigmoid resection and colostomy. Staple line leak recognized intra-operatively and additional procedure required to complete surgery".